Event description:
During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. This complaint has been reviewed and will be reported, as the events meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). Device was scrapped.